Event description:
Philips received a complaint from the customer on the v60 ventilator indicating that a backup alarm failure occurred. There was no patient involvement at the time the issue was discovered. There was no report of patient or user harm.

Manufacturer narrative:
The unit was sent to bench repair. At bench repair, the bench service engineer (bse) replaced the speakers to resolve the reported issue. The bse replaced the speakers to resolve the reported issue. The device passed required performance verification tests per philips standards and was returned to service. The investigation concludes that no further action is required at this time. If additional information is received the complaint file will be reopened.